Manufacturer narrative:
The device was discarded; therefore, could not be returned for evaluation. Imagery was provided by the facility and the CT imagery reveals that the patient's access vessels had presence of calcification and tortuosity. A photo of a drawing of the event suggests that the guidewire was outside of the sheath (liner torn). Procedural imagery was also reviewed and was not relevant to the complaint event. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported device damage was confirmed through the provided imagery. However, without the return of the complaint device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, no manufacturing non-conformances were able to be identified. However, review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on sheath shaft resistance with delivery system complaints. Additionally, an in-depth evaluation regarding complaints for sheath liner tears has also been documented in technical summary written by edwards lifesciences. Furthermore, there was no report of any issues with the sheath during device preparation. Per the complaint description, "during procedure the heart valve including commander system could not be pushed out of the esheath". A detailed root cause analysis for similar returned sheath shaft resistance with delivery system complaints has been conducted and summarized in technical summary. The technical summary provides details of contributing factors for increased resistance during insertion and advancement of the delivery system through the sheath. The following vessel characteristics and procedural factors were identified as the root causes for encountering increased resistance: tortuous vessels can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system. Per evaluation of the provided imagery, the patient's access vessel had presence of tortuosity. Calcification can reduce the vessel diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Per evaluation of the provided imagery, the patient's access vessel had presence of calcification. Undersized vessels can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion, thereby increased resistance. Steep insertion angle can result in non-coaxial alignment between the delivery system and sheath, which may lead to resistance during advancement. The technical summary also outlines the extensive manufacturing mitigations inplace to detect a defect or nonconformance associated with an esheath resistance with delivery system. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing nonconformance contributed to the complaint. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the complaint event. An existing technical summary written by edwards lifescience has been documented for root cause analysis on sheath shaft liner tears with normal liner expansion. In this technical summary, a review of liner tear complaint investigations on returned devices over a two-year period found that patient / procedural factors (e.g. Access vessel tortuosity / calcification or withdrawal of a burst or torn balloon) are likely the contributing factors for sheath shaft liner tears. Per the complaint description, "the heart valve including esheath had to be pulled out due to perforation of the esheath, the wire was suddenly outside the esheath. The perforation occurred when the esheath was removed. It seemed like a hole in the esheath". Per imagery provided, a drawing describing the event shows the guidewire was outside of the sheath, showing that the liner was likely torn. Calcification and tortuosity was also noted to be present within the patient's access vessel. Tortuous patient anatomy can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system. The presence of calcification can also damage the exposed portion of the sheath liner. Damage along the liner could lead to immediate cutting/tearing or could weaken the liner. A weakened liner can tear during advancement or retrieval of the delivery system. The experienced resistance during delivery system advancement also likely exasperated these factors making it more likely for the delivery system with crimped valve to make contact with the sheath liner with any potential excessive manipulation to overcome the resistance. The technical summary demonstrated that there were no deficiencies in the IFU/training manuals and that the mitigations in place during manufacturing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. It should be noted that these mitigations (from manufacturing and the IFU/training manual), as identified in the technical summary, are still in place. Available information supports that patient factors (calcification, tortuosity) and/or procedural factors (excessive manipulation) may have contributed to the complaint event.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6) during implant of a 29mm sapien 3 valve in the aortic position using transfemoral approach, the valve and delivery system could not be advanced through the esheath and the wire was observed outside the esheath indicating the liner was torn. The devices were quickly removed as a unit as the patient was agitated. The retraction was too fast and caused the vessel to tear at the puncture site. Surgical treatment was performed. The patient was doing well after the procedure and was discharged. The access vessel was normal diameter with minimal calcification.